Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture (baker grade iii).'' Device remains implanted.

Manufacturer narrative:
Device evaluation: weight to the spec, crease fold and white particles in the surface of the shell. Cloudy was observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.